Manufacturer narrative:
The field service representative (fsr) determined that the reported complaint was due to an issue with the assignment on the perfusion screen. The issue was resolved by reassigning the correct modules to the perfusion screen. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the air bubble detector (abd) was not working. The unit was changed out, with no delay, no blood loss, and no adverse event.